Event description:
The pt experienced no stimulation sensation when the implantable neurostimulator was on. The implantable neurostimulator was still working. Impedances were greater than 4000 ohms on bipolar electrode pairs 0-6 and 0-7. The other 14 electrodes impedances were within normal ranges. The hcp programmed around the 2 electrodes with high impedances. It was later reported that the pt was not getting stimulation coverage in her painful areas. The hcp ordered an x-ray to see if the lead had moved (results pending). There was no known incident or accident related to this complaint. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.